Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The hmii lvas IFU lists arrhythmia, right heart failure, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to prolonged arrhythmia that lead to right heart failure. It was determined the patient¿s death was not device related .the device operated as intended without any reported device issues or malfunctions that may have contributed to the patient¿s cause of death. The device will not be returned for evaluation.